Event description:
It was reported that the cement was hardened quickly. And the syringe of the acm was broken during inserting the cement into the canal. The trigger of the cement gun was heavy before the breakage. Antibiotic was used. "The surgeon used spare acm and cement instead of them and the setting time was normal and the procedure was completed." The temp of op room was 23-24c. The powder was opened 3-5 min before starting of mixing, both cement and acm were stored in the 23-24c temp early evening on (B)(6). The op was performed morning on (B)(6). They both stored in 23c warehouse. It was not specified that all the powder was used or not. All the liquid was used. Setting time was not specified.

Manufacturer narrative:
Evaluation was not performed as no product was returned. Visual inspection and functional testing could not be performed on retain samples of this lot as no lot code was provided. The device history record could not be reviewed as the lot code information was not provided. A review of the complaint history database could not be performed for the subject lot as the lot code was not provided. The root cause cannot be determined as the product was not returned for evaluation. Testing of retain samples of the subject lot could not be performed as the lot code was not provided. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.